Manufacturer narrative:
All of the buttons functioned properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched display window and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the battery tube threads were stripped and that the buttons were not fully responsive. The blood glucose reading was 196 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.